Event description:
Additional information received reported a generic avm. Vessel tortuosity was normal. The patient was recovering fine, they just had a couple of extra scars. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported they would like to dispute the notation in the letter that "a lot of resistance" was felt. There was not "a lot" of resistance before the catheter broke. And began to unravel in the patient's arm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a rist catheter broke in the patient. After the procedure was finished the healthcare provider was attempting to remove the rist catheter and a lot of resistance was noted. The catheter fractured and started to come unwound. A vs had to cut down to remove the rist , the radial and brachial arteries were involved. A ptfe patch was needed to fix the radial artery. Symptoms, complications and other impact to the patient as a result of this event include scars and an arterial patch.